Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the battery gauge was fluctuating. There was no adverse impact to the customer¿s blood glucose level.